Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device's display blanked out. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, impedance testing and defibrillation cycle testing without duplicating the report. An internal inspection found no discrepancies. The device was recertified and returned to the customer. Review of the device activity logs did show a low battery message warning. This is not an indication of a malfunction, this is an indication that the battery must be plugged into a power source or replaced. The battery used was not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.